Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
Clinician alleged "vendor error" was the cause of the pacemaker replacement. It was further reported that there was high impedance and high thresholds, consistent with a loose setscrew. When the patient was taken in, the physician did find a loose atrial setscrew. When the atrial lead was reinserted, the company rep was unable to get a reliable lead impedance test. Both leads were found to have good values on the analyzer. The device explanted and replaced. No patient complications have been reported as a result of this event.